Event description:
It was reported the procedure was being performed on a (B)(6) male pt in special procedures. The ptd was being used on the pt's left upper arm. During the third pass, the basket folded up onto itself and become stuck in the pt's arm. The pt complained of pain when the physician attempted to remove the basket. The sheath closet to the basket was removed to ensure the basket was not stuck on the sheath. The basket was eventually pulled free and out of the other sheath. As a result, a new catheter and basket were used to completed the procedure. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4).